Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer and tower door had failed. A field service engineer found the station fully functioning, with no hardware faults, upon arrival. It was reported that all drawers had shown as failed at one point. The station was powered down, and all backplane bus cables were reseated. Drawer was found slightly out and was pushed back in. All drawers and tower doors were tested with hardware test application. The customer tested with application inventory checks, and medication was dispensed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on bus and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.